Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient experienced headaches, cough, earache and sinus problems related to a CPAP device's sound abatement foam. The patient did receive medical intervention in the form of asthma medication. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on nov 15, 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient experienced headaches, cough, earache and sinus problems related to a CPAP device's sound abatement foam. The patient did receive medical intervention in the form of asthma medication. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience severe headaches, cough, earache and sinus problems. The patient did receive medical intervention in the form of asthma medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.